Manufacturer narrative:
The product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The iab would not inflate dispite attempts to manually inflate the iab. On 12/5/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - reported 10/28/97, 12/5/97. Pt current status: unk - rpt'd 10/28/97.